Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Unable to verify no delivery insulin due to button/keypad anomaly. Pump received with cracked display window corner, scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 286 mg/dl. Troubleshooting was performed. The device was returned for analysis.